Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2021. Blood glucose level was 800 mg/dl. Current blood glucose level was 500 mg/dl. Customer was using insulin pump within 48 hours of reported high blood glucose event. Insulin pump was been used on auto mode. Customer stated that they were feeling sick. Customer was treated with insulin drip when hospitalized. The insulin pump will be not returned for analysis.